Event description:
Additional information received on 12/16/2024: on (B)(6) 2024, the patient passed away due to a brain aneurysm. The event was indicated as unrelated to the devices.

Event description:
On (B)(6) 2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a dislocation on (B)(6) 2024. This event was indicated as possibly related to the univers revers apex devices implanted on (B)(6) 2021. No further information was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 9/9/2024: the patient was initially dislocated due to a fall and followed up with the physician. It is possible that the initial dislocation resulted in fracturing or disruption of the polyethylene wall, along with the presence of absorption and osteolysis. These consequently may have incurred a loss of containment. The patient also has displaced os acromial. The patient is currently under conservative treatment and has been improving.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.